Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 459 mg/dl at time of incident. Customer states they were trying to deliver insulin when received the insulin flow blocked alarm. Customer states they performed a 5.0 unit fill cannula. Customer states the insulin did not exit. Advice customer to run load reservoir with empty insulin pump until piston reaches end of travel, customer states insulin pump did not alarm with no reservoir detected. Customer has a plunger available. Advice customer to reinsert reservoir and run fill tubing until at least 5.0 unit and they observe insulin exiting the tubing or insulin pump alarms. Customer reports insulin exits with the fill tubing. The device will not be returned for analysis.